Event description:
It was reported that a filter was placed between l2 and l3. Fourteen days later, the pt complained of abdominal pain. The filter migrated cephalad, and stopped at the renal veins. One arm was inside of the left renal vein. There was a clot present on the filter. The filter was removed.